Event description:
It was reported that the pt had a bactiseal catheter and experienced infection that was gram positive. It was also noted that the pt had staph epi infection prior to placement of the catheter.